Manufacturer narrative:
Product ID 8709sc, lot# n181466001, implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information: the patient no longer had concerns with their device or therapy.

Event description:
It was reported that the patient's system had been removed due to infection. The manufacturer's device registration system indicated that the system was replaced in (B)(6) 2009, though the patient's healthcare provider (hcp) stated that the 'patient's pump had not been removed.' It was unclear if the hcp was referring to the patient's current pump, which had been implanted since (B)(6) 2009. The patient's outcome was unknown, and no symptoms were reported. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.